Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that the alarm occurred the night before. The hp also stated that they had cycled the power on the hc and cleared the alarm themselves. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr explained the possible causes of the alarm and advised the hp to contact the technical service center when alarm occurs. The hp stated they completed the therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.